Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/26/2016 with the following findings: bb data is not available on date (B)(6) 2016 when issue began; current bb data begins (B)(6) 2016. There are no por's observed in the current bb data. Returned battery cap does not attach; power rebooting. Battery cap damaged; threads are torn. Test cap used to perform investigation; is able to attach but does not fully tighten. Investigation note: pump was run on a 24 hour basal program using test cap with no intermittent power/robot occurrences. A battery compartment crack was found on the side of the battery compartment from the threads traveling down along the side of the bumper to the case seal, above the bumper at the threads and below the bumper at the case seal. The pump was opened; inspection performed on the power circuit with no defects found. No moisture found internally. The display screen was found to be dim/faded (pink).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. This is potentially reportable because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.